Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient had an anterior lens tilt which the doctor successfully treated with a yag. The patient returned months later with a recurrent tilt in the opposite direction. The doctor planned a second yag treatment. Additional information has been requested, but no additional information has been received by bausch and lomb to date.